Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) noted at the end of episode 31.

Event description:
It was reported that the patient received inappropriate therapy due to their t-wave oversensing (twos) on their right ventricular (rv) lead. The device also had a detection issue with t-wave oversensing (twos). The lead was capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.